Event description:
I had a polypropylene mesh put in my abdomen area. It is a big mesh. I now have it attached to my intestine and it is sticking out of my stomach. I have been very ill since the surgery and have chronic pain. I now see a doctor for depression and anxiety. I can not have sex with my wife of 18 years without pain. I cannot lift over 5lbs or I can tear my intestine and mesh. This is what the doctors told me. I have a hard time just going to the bathroom.